Event description:
As reported, during a laparoscopic inguinal hernia repair procedure on (B)(6) 2022, the bard/davol optifix straight fixation device was used to fixate a non-bard/davol mesh. As reported, the 1st fastener was deployed near cooper's ligament, it failed to provide adequate fixation and was removed from the patient. As reported, during the use of the device, there was injury to the corona mortis vessels anterior to cooper's ligament and required complex hemostasis due to the location of the bleed.

Manufacturer narrative:
As reported, the optifix device's fastener was deployed near cooper's ligament. The fastener failed to fixate and there was an to injury corona mortis vessels anterior to cooper's ligament during use requiring hemostasis. The sample is not available for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. Contraindications associated with laparoscopic and open surgical procedures relative to mesh fixation apply, including but not limited to, fixation of vascular or neural structures, fixation of bone and cartilage. The precautions section states ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength¿ and use caution when deploying the optifix¿ fastener over or in proximity to underlying bone, vessels, nerves, or viscera. The intended fixation site should be assessed to ensure that while the tissue is com¬pressed the total distance from the surface of the tissue to any underlying structures is greater than the length of the optifix¿ fastener. Not returned.